Manufacturer narrative:
Reported to the FDA on 1/19/07. Case not previously reported to convatec by the initial reporter. Minimal case info available from the maude database. Convatec has contacted the FDA twice regarding this case and has not received a response.

Event description:
Discovered during convatec's quarterly maude database review on 12/21/06... Description of event: hospitalization; disability. Device event key: 750748. MDR report key: 762849 event key: 727329. Report number: mw1040469. Report source: voluntary. Device operator: health professional.